Manufacturer narrative:
(B)(4).

Event description:
Additional information received revealed that the lead was replaced and lead damage was observed during replacement.

Manufacturer narrative:
The lead was implanted in 2000, and the exact implant date is unknown. A UDI number cannot be provided due to the age of the lead. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high defibrillation impedance measurements were noted on the right ventricular lead. Additional information was requested from the customer but not received.